Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 08-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported for the past couple weeks, 2 of their 3 groups (a and c) were not working on their stimulator. Patient said they would charge their implant, and when they tried to change groups, they would get a message that said 'settings not available, cannot provide your desired intensity setting. ' patient confirmed their implant was charged at the time of the call. Agent reviewed meaning of message and redirected patient to healthcare provider to further address the issue. Agent sent patient physician listings via email, as they could not recall the name of their current hcp. Additional information was received from a manufacturer representative (rep). It was reported that the issue was oor. Troubleshooting was performed and included an impedance check. The impedance check found issues with the impedances on electrodes 7 and 10. The cause was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Surgery is not planned. Rep programmed around impedance issues. Patient satisfied.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6): product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the steps taken to resolve the settings not available message was they programmed around. It was unknown if the issue was resolved.